Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804:26 on channel a was confirmed but not duplicated during product evaluation. The root cause was determined to be software failure. However, since this condition was not reproduced, no repair was necessary to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 5.08.92.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 804:26 on channel a, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement. There was no patient injury or medical intervention. The software version for the device is currently not known. No additional information is available.